Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.